Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy liquid. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with ceftazidime (1gram, intraperitoneal) and vancomycin (2 grams, intraperitoneal) for shock treatment followed by vancomycin (2 grams, intraperitoneal, every 3 days) for maintenance treatment. At the time of this report, the patient has recovered from the event. The pd catheter was removed and was transferred to hemodialysis 18 days after the event onset. No additional information is available.